Manufacturer narrative:
The customer reported that an infant pt choked during a feeding and the pt coded. The pt's mother was feeding the baby and stated that the alarms never sounded. The customer additionally stated that flat lines were shown on the strips. We will consider the device was a factor since the ECG pt cable or electrodes became disconnected from the ECG bedside module creating an inop which was not immediately detected by staff, resulting in a delayed response to the pt. During this timeframe, the pt coded and per the customer's biomed, the pt was given chest compressions and the heart rate returned to normal. We will consider this a serious injury in which the device was a factor. We will not consider that any device malfunction occurred. The customer's biomed stated that the ECG leadset or cable was removed for the pt's feeding, and an inop was silenced at the central station as the nurses were aware that the pt was being fed and with her mother. Certain inops for disconnection of the ECG was stated in the instructions for use when silence will switch the measurement off. In this case, the monitor would not alarm as no ECG parameter was being measured at the time of the incident, as shown in the alarm review strips provided. This is consistent with the flat line for the ECG measurement that the customer saw on the monitor's display philips cannot verify that there were inops or that the inops were acknowledged by staff since neither of these events are logged by the monitor. This issue does not represent a malfunction of the monitor, cable, connector or module. No further investigation or action is warranted.

Event description:
The customer reported that an infant choked while being fed by its mother and the mother stated that no alarms sounded to alert the nurses of the incident.